Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to receive help with programming her new insulin pump, but reported that the old device alarmed after battery change when she placed a new battery in it. The customer's blood glucose level was unknown. Nothing was replaced or returned.